Event description:
It was initially reported that as the gallbladder was being removed during a da vinci si cholecystectomy procedure, the surgeon pushed the pouch through the single site port, instead of the 10 mm trocar first. According to the reporter of the complaint, this was the surgeon's first single site procedure. When the pouch was pushed through, it allegedly went through the side of the port, tearing the patient's skin a little. Furthermore, the pouch also caused a plastic piece to break off the port, which according to the reporter the operating staff was unable to find.

Manufacturer narrative:
Isi contacted the hospital's robotics coordinator for further clarification regarding the reported incident. It was indicated that no patient injury had occurred. The incident happened while the surgeon attempted to introduce the 10 mm catch bag to the single site lumen port, which then tore apart. A piece of the port broke off and fell inside the patient; contrary to what has been initially reported, according to the robotics coordinator the fallen piece was successfully retrieved. The surgery was completed using the single-site port methodology with the da vinci surgical system. The patient was released from the hospital the day after the surgery. The single-site port used during the case was not returned for evaluation. According to the robotics coordinator, as of the date of the reported incident, the customer switched from using a 5 mm port back to a 10 mm port to insert the catch bag. There have been no recurrence if the same event. The single site instruments and accessories instructions for use (IFU) specifically state: warning: be sure to read and understand all information, particularly caution and warning information, found in the applicable user manuals before using these products. Failure to properly follow all instructions, including those in the da vinci si surgical system user manual, and instructions supplied with accessory devices like generators, may lead to injury and result in improper functioning of the device.

Manufacturer narrative:
It was indicated that no patient injury had occurred.